Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range shock impedance measurement for the implantable cardioverter defibrillator (ICD) and high voltage right ventricular (rv) lead. Review of the trending data showed a slow increase in the shock impedance. It was also noted that the measurement has always been above 100 ohms. Boston scientific technical services (ts) was consulted and discussed that the lead is a single coil lead, which can yield higher shock impedance measurements. Ts advised to continue to monitor the impedances and discussed troubleshooting steps if the shock impedance continues to increase. At this time the ICD and rv lead remain in service and no adverse patient effects were reported.